Manufacturer narrative:
The reported event of ¿insufficient heatseal¿ is confirmed. Three 139104ext returned unopened in original packaging. The lot number of the devices ¿ 201909274 was verified. A visual inspection found the packaging of two devices were sealed at an angle leaving small gaps on the sides. The packaging of the third device has small, thin gaps on the seal. The device was dye leak tested, which indicated an insufficient heatseal on two of the three devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review conducted found this is the only event with a quantity of 3 units for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.